Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the navigation was 6mm too deep. The site aborted the use of the guidance system and completed the case with the imaging system and navigation system. The procedure was delayed by less than 1 hour. There was no impact to the patient outcome.